Event description:
It was reported that while using bd veritor plus analyzer a false positive results was obtained by the laboratory personnel. A repeat test was performed using pcr and the result was negative. The customer stated there was no patient impact. The following information was provided by the initial reporter: "false positive result in bd veritor."

Manufacturer narrative:
This MDR should be considered cancelled. An MDR was filed against the reagent with MFR report number 1119779-2021-01454.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd veritor plus analyzer a false positive results was obtained by the laboratory personnel. A repeat test was performed using pcr and the result was negative. The customer stated there was no patient impact. The following information was provided by the initial reporter: "false positive result in bd veritor."